Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had a left ventricular assist device (lvad) implanted. After the procedure, crosstalk oversensing was noted and changes in the right atrial (ra) lead diagnostics were noted. Ra lead microdislodgement was suspected. However, the oversensing subsequently stopped when the patient was moved into the intensive care unit. Additional information obtained form a field representative indicated that an x-ray showed no changes in the ra lead position. The patient will continue to be monitored. The ra lead remains in service. No adverse patient effects were reported.